Event description:
The customer reported approximately 5 to 10 mls of clear fluid leaked from the I-beam tubing at pinch valve (vl3) of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) indicated that there was a wear and tear on the tubing at pinch valve (vl3). The customer replaced the tubing which resolved the leak. The instrument was returned to normal operation. (B)(4).